Event description:
The customer reported that during a pain management-epidural injection, the system shut down and it could not be rebooted. No patient injury was reported.

Manufacturer narrative:
(B) (4). The system was repaired, found to be operating as intended, and released to the customer for use.